Manufacturer narrative:
Twelve devices were returned and evaluated. The evaluation results is as follows: l2 devices were received and evaluated for the complaint regarding the device fell off event. Both devices were received and inspected; due to the foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
Patient reported about 13 v-go devices did not stay applied for the complete 24hrs, resulting in the devices allegedly falling off prior to the 24hrs. Patient stated she does prep the location with the alcohol swabs and allow the area to dry prior to attaching on the v-go.